Event description:
The pt reported that her devices were removed due to an infection. No symptoms were provided. The pt stated a new pump was implanted in 2007. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates fentanyl. Add'l info has been requested. A follow-up report will be sent if add'l info becomes available.